Event description:
The surgeon was using the semi-rigid alligator forceps during a biopsy procedure. After one biopsy was removed from the patient, the device would not regrasp. When the surgeon checked the device, he noticed that a piece of the tip was broken. The uterus was x-rayed, but the tip could not be found. The draping and the floor were also checked to no avail. It was speculated that the piece of the tip was so small that it could be in the container with the removed tissue.

Manufacturer narrative:
(B) (4). Gyrus acmi is unable to verify the complaint at our facility. The device has been sent back to the vendor for evaluation. As a result, a determination has not been made at this time. When further information becomes available, gyrus acmi will update the agency accordingly.